Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type 3b endoleak from the distal bifurcated stent graft event, sac growth and rupture were identified. The type 3b endoleak is most likely user related due to the off-label, concomitant use of an ovation extender in the right iliac artery. The procedure related harms identified was a prolonged hospitalization. The final patient status was discharged on the sixth (6) post-operative day to a skilled nursing facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 corrections: h6: result remove code 3233 h6: conclusion remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a suprarenal stent graft extension and an ovation ix limb extenders to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use (off -label) due the use of afx with ovation devices. Approximately 3.5 years post initial procedure, abdominal pain and a type 3b endoleak with sac growth was reported. An intervention was completed. The physician elected to implant non- endologix (gore) stent to treat this reported event. The patient was reported as doing well post intervention. Additional information: during clinical investigation it was determined that there was evidence to reasonably suggest a rupture.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a suprarenal stent graft extension and an ovation ix limb extenders to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use (off -label) due the use of afx with ovation devices. Approximately 3.5 years post initial procedure, abdominal pain and a type 3b endoleak with sac growth was reported. An intervention was completed. The physician elected to implant non- endologix (gore) stent to treat this reported event. The patient was reported as doing well post intervention.